Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support and was advised to continue using the pump, with instructions to call back if the issue reoccurs.